Event description:
Additional information was obtained: a revision procedure was performed. Visual observation confirmed the pins were reversed in the header. After placing them in the correct position, defibrillation threshold testing was normal. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this device was successfully implanted and connected to the chronic right ventricular lead. Defibrillation testing (dft) was unsuccessful at 23 and 41 joule shocks. Some undersensing was noted, however was sufficient to initial correct detection and defibrillation.. An additional 41 joule shock was delivered which successfully terminated the ventricular fibrillation. Normal sensing was observed. The patient was discharged. During a follow-up, there was concern that the df-1 pins may have been transposed in the header. An internal technical service consultant (ts) was contacted for recommendations. After a review of the information it was still unclear whether the df-1 pins were transposed. It was recommended further dft testing be performed if there was still concern. The device sensitivity was reprogrammed. The lead was left programmed to triad pacing and the device and right ventricular lead remained in service. Approximately, three weeks later, further follow up was performed and an electrogram was provided to ts. After reviewing the data, ts determined that the pins were likely transposed and recommended that either further dft testing be performed or a revision procedure to verify the system integrity. This information was provided to the physician and a revision is intended. No adverse patient effects were reported and this issue did not result in any loss of therapy.